Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced on (B)(6) 2013.